Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture involving a trident ii shell was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical information by a clinical consultant indicated: confirmation: the event cannot be confirmed without additional medical records. Root cause: one cannot ascertain a root cause without first confirming the event. That said, if a revision occurred as a result of trauma, unless there were predisposing factors, it would be unlikely that there was a hazard associated with the implants. Product history review: review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient's hip was revised due to the patient tripped after implantation and impacting the shell into the acetabulum. Clinician review of the provided medical record indicated that the event cannot be confirmed without additional medical records. The revision occurred as a result of trauma, unless there were predisposing factors, it would be unlikely that there was a hazard associated with the implants. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's left hip was revised due to the patient tripped after implantation and impacting the shell into the acetabulum. A trident tritanium multi hole shell and four screws were revised. Aside from attached x-ray, rep confirmed that no further information would be released by the hospital or surgeon.